Event description:
A customer reported chemical indicator (ci) on a cyclesure® 24 biological indicator (bi) did not change color correctly after a completed sterrad® cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
The alert date in the initial report is changed from (B)(6) 2016. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains testing, system risk analysis (sra), and concomitant product evaluation. The DHR could not be reviewed since the lot number was not available. Trending analysis by lot number could not be reviewed as the lot number was not available. Retains testing was not performed as the lot number was not available. The sra indicates the risk associated with exposure to a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® nx was tested by a field service engineer and confirmed the unit met specifications. There is insufficient information to determine an assignable cause. The issue will continue to be tracked and trended.